Manufacturer narrative:
The technician replaced the missing siderail shoulder bolt to repair the stretcher.

Event description:
Information received indicates, the siderail will not latch due to a missing shoulder bolt.